Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: ifuse implant part and lot numbers are not known.

Event description:
The patient had si joint arthrodesis in 2015 where three implants were placed. The patient later reported to a different surgeon with a recurrence of pain symptoms. The surgeon thought that the implants may have been loose and removed two of the three implants. The status of the patient following the revision procedure is not known.